Event description:
It was reported that during lv lead revision, connection to the device was lost. A re-connection with 2 different programmers was not possible. The device was explanted and replaced. The device was returned to the manufacturer, analyzed and subsequently tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This report is based solely on device return and analysis. Evaluation summary: (B) (4) analysis confirmed that telemetry-c did not work with the device and a "noisy telemetry" message would appear when attempting a programming telemetry-c interrogation. Further analysis found the cause of the telemetry-c failure was due to a faulty telemetry-c microprocessor.